Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare profesional reported injecting a patient with juvéderm ultra xc in the corner of the lips using the packaged needle. The syringe popped and the needle was left on the lip. The filler also came out of the syringe. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the corner of the lips using the packaged needle. The syringe popped and the needle was left on the lip. The filler also came out of the syringe. There were no injuries.